Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no reported adverse impact to the customer's blood glucose value due to the reported issue. The customer reverted to an alternate method in insulin therapy.